Manufacturer narrative:
The vascade mvp devices will not be returned to (B)(4) for evaluation. It was reported that the device was opened and closed correctly, collagen deployment was successful, and temporary hemostasis was achieved. The vascade mvp® venous vascular closure system (vvcs) instructions for use model 800-612c 6-12f (venous) complications may occur and may be related to the procedure or the vascular closure. The device manual also states that the safety and effectiveness of vascade mvp have not been evaluated in the following patients who are extreme morbid obesity (bmi > 45 kg/m2) or underweight (bmi < 20 kg/m²).

Event description:
The patient underwent an interventional coronary procedure in which the vascade mvp vascular closure device was used with 14 fr and 12 fr access sites. It was reported that during the initial procedure, the device disc deployed and retracted appropriately. The collagen component expanded successfully, and temporary hemostasis was achieved prior to collagen deployment. Final hemostasis was obtained with manual compression. Ten days post-procedure, the patient returned to the clinic reporting leg swelling and pain at the venotomy site. Ultrasound evaluation demonstrated partial venous obstruction. Imaging suggested that the collagen plug was positioned partially within the vein and partially within the puncture tract. A vascular surgery consultation was obtained. It was noted that the patient was slim. A CT scan subsequently identified a 4 × 5 mm collagen protrusion extending from the stitch tract, along with an approximately 2 cm thrombus within the vessel. The patient is currently being managed conventionally with high-dose anticoagulation therapy and is reportedly doing well.